Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unk biomaterial - cement /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a spinal fusion (l5) for pseudarthrosis after compressed fracture on (B)(6) 2022. This is a case with osteosclerosis. The following events took place during the procedure. The surgeon attached the trocar to the working sleeve and inserted it to both sides. The hammering on both sides was quite hard due to osteosclerosis. The surgeon tried to modify the insertion trajectory and see if tit could be turned slightly inward with the trocar. Adjustment was made with the working sleeve without the trocar. The trial balloon inflated at 3.0 ml on the left and 3.5 ml on the right. Then, the cement was mixed. Left 3.0 ml and right 3.5 ml cement was injected. When the surgeon inserted the cement needle on the left, the needle was stuck in middle of the working sleeve. The needle became repeatedly stuck in the operation without improvement. The image intensifier showed that there was white shadow behind the vertebral body, and the CT showed that the cement was leaking to the vertebral canal. Therefore, the decompression surgery was performed. The surgery was completed successfully without any surgical delay. After the surgery, it was confirmed that the working sleeve of the stuck one was slightly bent. There was no posterior wall damage to the vertebral body. In addition, hardening time was 8 minutes 30 seconds to 9 minutes for injection, and the cement capacity was normal. Therefore, no factors were found to cause cement leakage. No further information is available. This report is for one (1) unk - biomaterial - cement this is report 1 of 1 for complaint (B)(4).